Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification. The 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During removal, resistance was noted with the anatomy again, and the proximal stent struts became flared. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.